Manufacturer narrative:
Device analysis report attached. This report is submitted on june 05, 2024.

Manufacturer narrative:
This report is submitted on january 18, 2019.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array resulting in the decision to explant. The device was explanted on (B)(6) 2018, re-implantation is planned but has not taken place as of the date of this report.